Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser indirect ophthalmoscope was not burring on either port. Additional information has been requested.

Manufacturer narrative:
The system was examined and the laser indirect ophthalmoscope (lio) cable was determined to have been nonconforming. As a result, the lio was subsequently replaced to resolve the issue. The system was tested with the lio and found to meet product specifications. The root cause of the reported event can be attributed to a nonconforming lio. However, how or when it became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).